Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer abutment for evaluation. Visual evaluation was performed, there was a fractured abutment hex stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The abutment hex was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Fracture of a prosthesis screw inside the implant #36 which could not be removed, causing the implant removal. Additional information was obtained via phone, the clinician confirmed that the fractured portion inside the implant was a fractured abutment hex.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided d1: brand name unknown / provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available d6: implant date unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
Fracture of a prosthesis screw inside the implant #36 which could not be removed, causing the implant removal.